Event description:
It was reported that the 9600 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cooling and filter fan was cleaned during the service call. The system was tested and found to be working as intended and put back into service.